Event description:
The technician alleged that the pendant cable was pulled from the body of the pendant exposing bare metal wires. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.